Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 07/11/2015 ¿ device evaluation:the pump has been returned and evaluated by product analysis on 06/25/2015 with the following findings:the keypad was found to be fully intact. The complaint that the keypad buttons were less responsive was not able to be duplicated during testing. All keypad buttons responded appropriately to button presses. The keypad cover was removed and no evidence of damage or contamination was found under any key contacts.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the buttons on the pump are ¿less responsive¿. An attempt to contact the patient has been made. There was no further information regarding the complaint available at this time; if further information is provided a supplemental report will be submitted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.